Manufacturer narrative:
Evaluation results: visual inspection of the product found the lens stuck in an aq cartridge. There was no visible damage to the cartridge but there was evidence of surgical residue.

Event description:
The haptic of an aq2017v model lens broke prior to being implanted. There was patient contact but no injury. The facility indicated it was unknown as to why the lens tore. An aq cartridge was used but the lot number is unknown. The model and lot number of the injector are unknown.